Manufacturer narrative:
Additional manufacuring narrative: the returned rad-g was evaluated. A shorted power button switch on the circuit board created an electrical short across the button, resulting in the button being activated even when not physically pressed. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6).

Event description:
The customer reported the rad-g turns on and off by itself. There were no patient impact or consequences reported.

Event description:
The customer reported the rad-g turns on and off by itself. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: other, other text: the device has not been returned to the investigation facility to allow for an analysis to be performed. If the product is received for evaluation or new information is obtained, a follow up report will be submitted. Initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). H3 other text : device not returned.